Event description:
No new patient or event information to report.

Manufacturer narrative:
Initial report: it was reported that during a distributor inspection of a flexor raabe guiding sheath, an unknown particle was discovered inside the primary packaging of the product. This device did not make patient contact. Investigation ¿ evaluation: a visual inspection of the device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. The device was not returned for analysis, however photos were provided. It was evident from the photo that there was an unknown fiber inside the packaging. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light upon removal from package, inspect the product to ensure no damage has occurred. The complaint was confirmed based on customer testimony. The investigation has found that the most likely cause for this complaint is manufacturing. However, as there are no other complaints on the lot or non-conformances, the incident was most likely isolated to a single unit. The quality controls in place were also reviewed, it was concluded that there are sufficient inspection steps in place to prevent this occurring in the future. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a distributor inspection of a flexor raabe guiding sheath, an unknown particle was discovered inside the primary packaging of the product. This device did not make patient contact.